Manufacturer narrative:
The user's hcp was aware of the delayed healing. It was further reported that the sensor detached from the insertion site upon removal of the steri-strip, and as a result, the user has not been using the system since (B)(6) 2026. The user was advised to consult their hcp for medical guidance and to obtain a sensor replacement.

Event description:
On may 20th 2026, senseonics was made aware of an incident in which the user reported that the sensor insertion site had not fully healed. The sensor had been inserted on (B)(6) 2026. The user stated that the incision remained open with drainage present and that the steri strips had been removed.